Event description:
It was reported the pt has been experiencing pain at the ipg site. The pt also indicated experiencing ineffective stimulation coverage in her left back. Reprogramming captured adequate stimulation. The physician is performing injections to resolve pain symptoms.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.